Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 5270 on a vitros eciq immunodiagnostic system. The assignable cause of the event is a sample related issue possibly due to pre-analytical sample handling. It is unknown if the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol. An ortho field engineer (fe) inspected the sample and observed red cells throughout the separation gel and that the plasma appeared to be cloudy with the presence of particulate matter. Additionally, condition codes were obtained for the sample on the vitros eciq system indicating the presence of a bubble or clot in the sample. The customer made no indication of any issues with the quality control results for vitros tropi es lot 5270, and a reagent performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 5270. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 5270 at, or below the url concentration of 0.034 ng/ml (ug/l) cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. The results of vitros tropi es within run precision testing performed by the fe on the vitros eciq immunodiagnostic system were within ortho acceptable guidelines suggesting an instrument issue was not likely a contributing factor of the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros troponin I es lot 5270.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 5270 on a vitros eciq immunodiagnostic system. Patient sample result of (B)(4) ng/ml vs. The expected result of (B)(4) ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was not reported from the laboratory. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).